Manufacturer narrative:
H1 corrected to serious injury report. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had broken fabric threads present in the middle of the cylinder body and no leaks were found. Cylinder 2exhibited bulging with fluid trapped in between the inner and outer tube. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament and no leaks were present. During functional testing the pump did not pass the activation test.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to a cylinder inflation issue. Upon explant, it was noted that the cylinder was damaged. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to a cylinder inflation issue. Upon explant, it was noted that the cylinder was damaged. There were no patient complications.